Manufacturer narrative:
Following our receipt of one transmitter and performed visual inspection and found transmitter with physical damage to cow catcher and connector pins, unable to perform functional testing or verify communication or led anomalies due to physical damage. In summary the customer complaint of loss communication and led anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that when the transmitter was plugged into the sensor, it was not blinking and the message "sensor connected" was not received. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn. Troubleshooting was performed. The transmitter did not blink as expected when connected to the tester and/or removed from the charger. The transmitter led (light emitting diode) light may have not been working properly. The transmitter serial number was confirmed to be programmed in the pump. The transmitter was not damaged. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7040a. Mmt-7841zn was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.